Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of a burnt component from main board and rare housing. The unit was triaged and the reported issue was confirmed. Inspection of the main printed circuit board found that a component had damage consistent with a short. A second component also showed signs of overheating. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was an issue with the enteral feeding pump. There was a burned component. There was no patient involvement.